Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The lack of solvent was observed microscopically. The cause of the lack of solvent in the manufacturing process has not been determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a japanese small volume infusor leaked from an unknown location. This malfunction occurred prior to use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample has been received for evaluation. Visual inspection was performed and the device was re-filled with green colored water; a leak was observed at the solvent-bonded junction of the tubing and the stress-member. Closer examination determined that the leak was due to inadequate solvent applied to the tubing.